Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a thoracic aortic dissection.  It was reported that on the date of the event, the patient had awakened in the middle of the night with coughing and vomiting and experiencing excruciating abdominal pain that did not subside. The  patient presented to outside ER and had CT scan which  showed a worsening distal thoracic and proximal abdominal aortic aneurysm with concern for contained rupture due to extensive pain.  Five days later the patient was transferred to another facility for follow-up. The patient had a open thoracoabdominal repair of a further four days later as treatment. The patient required in patient or prolonged hospitisation.  The event resolved. The site assessed the aneurysm as not related to the study device, procedure or dissection under study.  The sponsor assessed it as related to the study device, not related to the study procedure and related to the dissection under study.  No additional clinical clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received site review of contrast CT imaging from approximately 14 months after the index procedure showed presence of false lumen perfusion into the primary entry tear and a maximum aortic diameter of 43mm. No migration, new stent induced entry was observed and no extension of the dissection was noted were noted. Stent was patent. Fenestrations distal and proximal to graft with retrograde and antegrade flow into the false lumen were noted. Corelab review of CT imaging from the same date did not identify any endoleak, stent fracture or stent ring enlargement. Aortic enlargement of +6.5mm along the endograft and +5.3mm distal to the endograft was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
CT imaging reviewed by the site that was taken on the 5th of dec 22 have identified a type ia endoleak. The maximum aortic was 43mm. No migration was noted .fenestrations proximal and distal to the endovascular graft with blood flow in the false lumen unchanged from prior. New descending aorta dissection 2.5 cm distal to distal end of endograft. Corelab reviewed and noted aortic enlargement along endograft +8.6mm (ongoing) and distal to the endograft +4.6mm (ongoing). No stent ring enlargement, fracture or endoleak were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.